Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are pain-ndr: unable to observe. Varied injuries-ndr: unable to observe. Skin rash/dermatitis: unable to observe. Wrinkling: unable to observe. Pain: unable to observe. Visibility/palpability: unable to observe. Autoimmune/connective tissue disorders-ndr: unable to observe. Pain: unable to observe. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a left side "joint pain, leg pain, and digestive issues" not device related. Patient later reported left side rupture as well as pain, rash under breast down to waistline and "feels tight". Healthcare professional confirmed rupture "mammogram and breast ultrasound indicates silicone noted in the left axilla." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported a left side "joint pain, leg pain, and digestive issues" not device related. Patient additionally reported "loss of weight, gastral issues, rippling, autoimmune disorder and a rash that starts at her breast and travels down to her hipbone." The events of "loss of weight, gastral issues, and autoimmune disorder" are considered not device related. Patient later reported left side rupture as well as bilateral pain, rash under breast down to waistline and "feels tight". Device remains implanted.

Manufacturer narrative:
Clarification b3 (date of occurrence): (B)(6) 2024 (date when ultrasound was done). Additional, changed, and/or corrected data: b5, b6, d.6b, g2, h6.

Event description:
Healthcare professional confirmed rupture "mammogram and breast ultrasound indicates silicone noted in the left axilla." Device has been explanted.